Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging severe sinus infections, sneezing, chest congestion, nasal/throat irritation or soreness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged severe sinus infections, sneezing, chest congestion, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Internal and external inspection observed the following: unknown white deposits in filter inlet. Unknown debris in inside of bottom of device. Unknown debris consistent with dust on top and inside of blower. Unknown brown debris consistent with keratin found on rubber component of outside of blower. There was no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors logged. Investigation was not able to confirm the presence of degraded sound abatement foam. Section d8, d9, h2, h3 and h6 has been updated.